Manufacturer narrative:
A representative from quest went to the customer's location to determine a possible root cause for the reported product failure. The representative was able to complete 4 cases with the customer's blood collection device with no issues. The root cause was determined to be a usage error. Quest has concluded the investigation. Quest will continue to monitor complaint trends for this complaint condition.

Manufacturer narrative:
Quest medical has not yet received the affected device from avia vascular for investigation. Quest will file a supplemental report at the conclusion of the investigation.

Event description:
It was reported to quest medical by avia vascular of an alleged defect with product code 95907. The report indicated that a leak had occurred in the line. It was confirmed that there were no patient complications.